Event description:
It was reported that the patient passed away due to sustained ventricular tachycardia (svt).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The device would not return. It was additionally reported that the patient had implantable cardioverter defibrillator (ICD) shocks, weakness, dizziness, and tiredness. The patient had a ganglion block, ablations, radio frequency ablations, medications and inability to prevent ventricular tachycardia. The arrhythmia was not though to be device or therapy related and an ICD was implanted prior to the device. The svt would not break and the patient wished for "end of life" so the left ventricular assist device (lvad) was deactivated on (B)(6) 2025.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported cardiac arrhythmia and patient outcome could not be conclusively established through this evaluation. The device was not explanted and will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU is currently available. Section 1 of the IFU, ¿introduction¿ lists potential adverse events, including cardiac arrhythmia, and death that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Vt has been previously reported for this patient under MFR #:2916596-2025-01450.